Event description:
Device malfunction: none, symptoms/ae: stroke, time of symptoms/ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, the patient experienced a stroke with right hemiparesis, partial gaze palsy and hemianopia. CT of the brain, done the same day, revealed a left-sided pontine infarct. The patient was treated with lovenox and her condition is improving but continues. Hospitalization was prolonged. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device, and patient info. The rx accunet part 1011649-65 lot 7040251, was reported on a separate medwatch under MFR# 3004742046-2007-00353. Study event. The device remains in the patient's anatomy. A conclusive root cause for the reported effects and their relationship to the device cannot be determined. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report. It was observed that the product was used slightly after the expiration date. However, there were no reports of patient symptoms that relate to the use of expired product.